Event description:
Information received indicates the bed went into the chair position by itself.

Manufacturer narrative:
The technician found the chair position button was stuck on the left siderail control. The technician adjusted the control panel to repair the bed.